Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at (B)(4) during a prostate procedure. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00272). The procedure was completed with a third fiber. No pt or end user injury was reported. The pt outcome was reported as "good".

Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.